Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, which led to the pump shutting down. Reportedly, after several minutes of being plugged in to the power source the pump began charging successfully and turned back on. The customer's blood glucose (bg) level was in the mid 200's mg/dl at time of report. The customer was able to successfully resume insulin delivery on the pump.